Event description:
Caller reported a malfunction on the pump, described as malf 12, but no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level. Although the pump had not been reset in the last 24 hours, technical support provided pump reset information and assisted the caller in resetting the device, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction reappeared, which the caller acknowledged and understood.